Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt, serial# (B)(6); product type programmer, patient. Product ID 97755-s, serial# (B)(6); product type recharger. Product ID 97755-s, serial# (b(6); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their device was not charging since about a week ago. Patient described seeing checking the recharger and looking for device and stated it can't find the device and clicks off and goes blank. Patient added sometimes it would say try again, but they kept clicking that and it just sat there. Agent had patient perform ac reset; patient confirmed green flashing light. Patient connected the recharger and reported no device found. After tapping recharge, batteries screen displayed with controller at 80% and implant red, recharging excellent. Agent reviewed charge duration and advised patient to continue charging implant to full. Patient (pt) called back in and reported their issue continued. Agent walked pt through turning on stimulation. However pt was unable to recharge the implant consistently because they would lose recharge quality without moving. Agent sent a request to repair to replace the recharger. Additional information was received from a patient. They reported that they were having the same issue where when they charge their implant it will start looking then says they cannot find device, then the controller goes dark. Agent asked when the controller goes dark if they can turn the controller on by pressing button, or if they need to rest the controller. Patient stated controller does not go unresponsive as it can be woken up with press of button. Agent had patient reset the controller and start charge of implant. Patient reported poor quality then recharging good. Agent reviewed if patient is still having errors with poor quality, they may need to have implant inspected. Patient confirmed no falls or trauma. The patient was redirected to healthcare provider.